Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV, "asymmetry", "swelling", and "seroma." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and others and red particles on the shell. A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: striated broken due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV, "asymmetry", "swelling", and "seroma." Device has been explanted.